Event description:
Monitoring pt with a blood glucose meter reflected a reading of low blood sugar after several checks with continued low readings requiring medical intervention with IV solution, with no significant change in glucose meter reading, pt reported as "continued hypoglycemia followed by seizure." Blood was drawn for testing and results read "78" whereas glucose meter read "34". Pt given one amp of d50w and food with further monitoring.